Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Both the ra and rv leads were dislodged and required repositioning. The stylet could not be advanced through the rv lead despite several attempts at repositioning, none of which were successful so the lead was explanted. A new rv lead was implanted.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead pamira s 65 81648884 under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The lead solia s 53 8002115196 and the stylet were not returned. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observations. The returned lead proved to be without fault throughout its inspection. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. During the mechanical analysis, a new stylet designed for use with this lead could be fully and properly advanced into the lead¿s lumen. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.